Event description:
When the surgeon used the locking impactor, the tip of the jaw broke.

Manufacturer narrative:
Evaluation summary: as returned, the tip of one of the jaws has fractured from the device and was not returned for review. As indicated in the per, the fractured piece was not left in the patient. Indentations consistent with impact from a mallet or other instrument are present on the curved portion of the fractured jaw. However, these indentations are not related to the cause of the fracture due to their location in relation to the fracture initiation point. The fracture surface of the jaw under 50x magnification appears to have failed in fatigue with the crack initiation sit being the outside surface of the jaw (surface furthest from the impactor head). The numerous strike marks on the device indicate this device has been used several times. Fatigue failure appears to be the cause of the device failure. Evaluation: the instrument appears to have been used a number of times over the potential fiend age of 15 months as shown by the number of strike marks present on the striking surface. The impactor was found to meet print specifications and the device history records were found to be conforming.